Event description:
A vena tech lp inferior vena cava filter was previously implanted in pt in 2004 at hosp. About nine weeks later the pt had chest pains and exhibited symptoms of pulmonary embolism. A CT was performed. The CT image revealed a mangled vena tech lp ivc filter lodged in right atrium. An attempt was made to snare filter, but was unsuccessful. The original filter was left in place in right atrium. A second lp filter was implanted after recurrent pulmonary embolism was diagnosed by md.